Event description:
It was reported a patient experienced peritonitis. On an unknown date, the patient was hospitalized for the event. The treatment and outcome are unknown. No additional information is available. This is report 1 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents for potentially associated lot numbers h13d25038, h13g17038, h13a04047, h13d30020, and h13g08029 was performed. All release criteria were met prior to the release of these lots. If additional relevant information is received, a supplemental medwatch will be filed. (B)(4). .